Event description:
It was reported via the stryker facebook page, "I personally have a stryker knee. I am in everyday pain more then before the surgery. I even thought about taking my own life in the past. 2019 was a miserable year". Additional comment received, "2019, and I am in more pain than before it was replaced. Your company is a joke, you don¿t stand behind your product".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.